Event description:
During an in-clinic follow-up, dislodgement was observed on the right atrial (ra) lead. A repositioning procedure occurred, however the ra lead dislodged again. During an additional surgery, a helix anomaly was observed on the lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing that could be performed did not find any indication of conductor fractures or internal shorts. The helix mechanism test could not be performed due to the partial lead as returned. All damages found are consistent with procedural damage.